Manufacturer narrative:
One catheter was returned. The catheter tubing had separated from the hub of the catheter. Tubing remnants were not noted in the luer adapter of the catheter. The clear strain relief was still intact. Some clear bandaging and gauze was attached to the catheter tubing. Dried blood/fluid was present on the catheter and hub. A definitive root cause could not be determined for this complaint. A potential cause is the application of excess tensile force to the tubing during use. Additionally, some dressing was present on the returned tubing. The IFU states, "never place tape strips over the tubing. This will compromise the strength and integrity of the tubing." During manufacture of these catheters, destructive pull testing is performed on samples throughout each lot. The issue may be related to the handling of the device in the field; however, awareness training was conducted for a similar issue.

Event description:
The 1.2f catheter ruptured while implemented on the baby.